Event description:
During final tightening of veptr transverse rib hook with the veptr nut driver shaft, the nut of the transverse rib hook broke off. Surgeon did not have another implant to replace the broken implant. The rib hook was an add-on/extension to the major construct for added support/correction and procedure was completed.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.